Event description:
Medtronic received information that a ped3 pipeline vantage had fishmouthing. Per corelab image read of the 6 month dsa/3d dsa on (B)(6) 2023, the following findings were noted: - pipeline fish-mouthing of the distal end (25-50% of braid diameter); more - good comparability baseline aneurysm characteristics: rupture status: never ruptured. Previously treated: no. Aneurysm details: saccular, right, internal carotid artery (c5), sidewall. Dome height 4.5 mm, width 3.5 mm, max diameter 4.5 mm, neck size diameter 3.5 mm. Aneurysm symptoms: none. No associated symptoms or actions taken reported by site. Additional information received reported that the patient did not experience any symptoms no actions/interventions taken in relation to the finding of ¿fish-mouthing¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.